Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 03/2023.

Event description:
It was reported that during a stent graft placement, the stent allegedly deployed partially. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation performed in the laboratory, a partial deployment was confirmed, since the stent graft was received partial deployed inside the sheath; nevertheless, a test was performed and the stent graft could be deployed without difficulty. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding the preparation of the device the instructions for use state 'flush the stent graft lumen with sterile saline by using a small volume syringe. Regarding the precautions prior and during deployment the instructions for use states 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure' and 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device¿. The instructions for use state regarding the accessories 'the use of an appropriately sized introducer sheath is recommended; prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location'. ¿the packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. H10: d4 (expiry date: 03/2023), g3 h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an stent placement procedure, the stent allegedly partially deployed. There was no reported patient injury.